Event description:
It was reported that pt had no stimulation sensation even after the implanted device was replaced on (b)(5) 2010. The amp was at 4.8 and the pt did not feel anything and symptoms were not controlled. The pt suspected there may be something wrong with the "wires" because they fell into a chair back in 2009. Additional information was requested.

Manufacturer narrative:
(B)(4).